Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) became kinked several times and could not be advanced through the sheath. A smaller size iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report. Complaint record ID #: (B)(4).